Event description:
It was reported that the device did not ventilate an intubated patient. The patient had an asystole and was successfully resuscitated for 2 minutes with manual ventilation and 1mg of adrenalin. After switching the device off and back on again the functionality was restored and the device worked as sexpected.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries the last successful device check prior to the event (B)(6) 2024) was performed on (B)(6) 2024 at 6:55 (times given in device system time). It was found during the analysis that the system time was behind real time by approx. 2.5 hours. On the date of event the device was switched on at 1:33 and started ventilation in the mode vc simv with additional autoflow. Multiple alarms regarding ¿autoflow, vt too low¿ were given until 2:06. At that point the ventilation mode was changed to pc bipap. Between 2:35 and 4:03 the alarms ¿mve low, clean cuvette, supply pressure low, int. Battery in use and paw high¿ were generated. There is no indication of a device malfunction, and the reported missing ventilation could not be confirmed. At 07:27 the device failed a device check and alarmed system leakage. The next device check at 07:31 passed successfully. Based on the analysis there is no indication of a malfunction that contributed to the reported ventilation problems and patient injury. The device ventilated and alarmed as specified according to the settings. The results of the investigation did not reveal any new risks which are not covered by the product risk management.

Event description:
It was reported that the device did not ventilate an intubated patient. The patient had an asystole and was successfully resuscitated for 2 minutes with manual ventilation and 1mg of adrenalin. After switching the device off and back on again the functionality was restored and the device worked as sexpected.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.